Manufacturer narrative:
A surgery date of (B)(6) 2016 was provided however it was not identified as the implant date or the date of explant. (B)(4). Device manufacture date: unknown, because product details were not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a second surgery, from the patient's right eye. No further information was provided.

Manufacturer narrative:
Additional information was received: (B)(4). It was learned the replacement lens was a non-amo lens, 21.0 diopter. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in the initial filing comments were provided to address implant and explant dates. A date of (B)(6) 2016 was noted and a statement was made saying a surgery date of (B)(6) 2016 was provided however it was not identified as the implant date or date of explant. At the time of follow up report #1 submission the following information had been provided by the customer but was inadvertently not included, the information was confirming the explant date to be (B)(6) 2016 however the implant date was not provided and remains unknown. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. The serial number was not provided. Therefore, the manufacturing record review and complaint history could not be performed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.